Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving a low sensor scan result of 67mg/dl compared to a reading of 509mg/dl obtained on a competitor brand device. Customer experienced nervousness and went to the hospital, a reading of 578 mg/dl was obtained on an hcp meter and the customer was administered IV stp for treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.